Manufacturer narrative:
The device ro10011 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic actuator did not work properly and needed to be replaced. The defective parts were replaced for repair purposes.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.